Event description:
It was discovered during a pm that the stenoscope system shut down during data entry. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.